Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ("bad tolerance") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed. At the time of the report, the device intolerance outcome was unknown. The reporter considered device intolerance to be related to essure. The reporter commented: total bilateral salpingectomy via laparoscopy - it is not clear if device was kept or not. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ("bad tolerance") in a 38-year-old female patient who had essure inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance outcome was unknown. The reporter considered device intolerance to be related to essure. The reporter commented: follow-up was available 6 or more months following essure removal but it was unknown if the patient¿s symptoms improved 6 or more months following removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure device removal questionnaire received from the healthcare professional - patient¿s medical history (nothing remarkable); essure removal date ((B)(6) 2017); essure removal method (total bilateral salpingectomy via laparoscopy); main reason for essure removal (adverse event in 2017); causality assessment (the healthcare professional considered that essure caused or contributed to the occurrence of the event). Regulatory authority (afssaps) reference number (r1820686). No further information is expected. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ("bad tolerance") in a 38-year-old female patient who had essure inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance outcome was unknown. The reporter considered device intolerance to be related to essure. The reporter commented: follow-up was available 6 or more months following essure removal but it was unknown if the patient¿s symptoms improved 6 or more months following removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.